Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, though the phenomenon (no image) was not confirmed during product inspection, it is likely that user handling caused unexpected stress on the cable and the cable broke down, causing the loss of image at the user facility. Regarding the handling of equipment, the instruction manual has the following description, which may have prevented the phenomenon: "never excessively bend, pull, twist, coil, squeeze, or crush the camera cable, which could damage the camera cable".

Manufacturer narrative:
Device was evaluated. Inspection of the unit found the cable insulation was found damaged, however, the no image reported was not confirmed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that there seems a tear in the camera cable cord, device has no image. There was no patient involvement on this event reported. No user injury reported.